Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge error message with multiple cartridges during the load process. Customer had elevated blood glucose levels (300 mg/dl). Customer used insulin injections to stabilize blood glucose levels. It was indicated that the customer has a back up method for continued insulin therapy.